Manufacturer narrative:
Method: device history review; results: the device was discarded by the hospital and is unavailable for evaluation. However, it is likely that these screws had become slightly deformed due to the previous final tightening attempts in the initial surgery and the loads resulting from their implantation in the body. Multiple tightening attempts can cause deformation to the screw head and tulip, which can lead to tulip disengagement. Conclusion: these devices are one time use device and the IFU advises the patient to not reuse them. However, because the device was not returned for evaluation, the root cause of the event cannot be determined conclusively.

Event description:
It was reported that two tulip heads popped off xia 3 screws on a revision case. One was a 6.5mm screw and the other was a 7.5mm screw.